Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were hospitalized on (B)(6) 2017 due to low blood glucose. The customer¿s blood glucose at the time of admission was 40 mg/dl. They had a blackout. The customer stated the incident was due to recalled infusion sets. They were wearing the insulin pump at the time of hospitalization. Their current blood glucose was over 200 mg/dl. The call was dropped. The device will not be returned for analysis.